Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having t10-l3 instrumented fusion with pelvic fixation, and revision of hardware from l3-s1. It was reported that multiple drivers broke/stripped while md attempted to remove old hardware. All old hardware was eventually explanted, and the levels reinstrumented with fresh screws/rods. There were no patient symptoms reported. There were no further complications reported regarding the event.